Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with an unspecified amount of antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) the device was manufactured between the dates of 11/11/2014 and 11/13/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with white particulate matter noted in the reservoir. A fourier transform infrared spectroscopy was performed and the particulate matter was identified as acrylic material. The cause of the issue could not be determined and a CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.